Event description:
It was reported that upon initial interrogation of the pulse generator, the patient felt lightheaded and it appeared that the ventricle was not being paced. The measured battery data was 2.60 v, 15 ua, 14.6 kohms with an estimated one month remaining until elective replacement indicator (eri). Subsequent interrogation showed vvi only pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.